Event description:
Baxter was informed distributor of cryocyte freezing containers of a leak in a cryocyte bag. A leak was noted in the cryocyte bad (r4r9955, lot number h05e18055 during thawing due to a welding break. The contents of he bag were not used. Due to the fact that the customer had three other hags of cells, the patient did have enough cells for transplant. 100 ml of product were frozen in the bag. The bag was filled in 12/2005 and thawed on 02/22/2006. Metal cassettes were not used for freezing or storage. An overwrap was used. The bag was stored in liquid nitrogen. Prior to being placed in liquid nitrogen the bag was cooled at 2 degrees c per minute for 20 minutes and then cooled at 8 degrees c per miute unitl 140 degrees c prior to thawing the bag are placed in vapour phase for 30 minutes before thawing at 37 degrees c.